Manufacturer narrative:
The customer requested just a replacement ibp/temp pc board with no engineer evaluation.

Event description:
It was reported to philips that the device's has an invasive pressure (ibp) test error. There was no patient involvement.